Manufacturer narrative:
Associated component: model/catalog description: lgx preconnect ms 18cm ps iz. Model number: 72404252. Batch/lot number: 763789005.

Event description:
It was reported that the patient had an inflatable penile prosthesis removed and replaced due to a broken protese. Further information was requested and not yet received.

Manufacturer narrative:
Additional information: analysis results, evaluation results, and conclusion codes. Associated component: model/catalog description: lgx preconnect ms 18cm ps iz. Model number: 72404252. Batch/lot number: 763789005.

Event description:
It was reported that the patient had an inflatable penile prosthesis removed and replaced due to a broken protese. Further information was requested and not yet received. Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
It was further reported that one side of the cylinders had inflation issues resulting in erection loss, patient code. Associated component: model/catalog description: lgx preconnect ms 18cm ps iz; model number: 72404252; batch/lot number: 763789005.

Event description:
It was reported that the patient had an inflatable penile prosthesis removed and replaced due to a broken protese. Further information was requested and not yet received. It was further reported that one side of the cylinders had inflation issues resulting in erection loss. Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.